Event description:
It was reported that an ilet pump stopped providing data and dosing because the device lost power, with engineering logs showing repeated low battery alarms followed by device shutdown and later charging, and no sensor connection until a subsequent date. Customer care provided assistance including review of device engineering logs. Healthcare provider (hcp) will provide education on appropriate charging and device use. Investigation of this case revealed low and very low battery conditions that led to device power loss and dosing interruption, while the user believed dosing continued despite the logged shutdown. No symptoms and no reported adverse clinical effects reported, and blood glucose was reported in range at the time of the call. Outcomes included no impact beyond an interruption of automated dosing. It was concluded that the event resulted from user-related power management issues, and the device functioned as designed with appropriate low battery alarms.